Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the leads could not be implanted due to patient anatomy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leads were attempted to be implanted but failed. The leads were not implanted. No patient complications have been reported as a result of this event.